Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected an undergoing planned procedure was performed when the issue happened. The procedure was completed as planned as system was still able to be used. Philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found issue with rails. To resolve the problem, fse cleaned rails and did longitudinal current calibration. After repairs completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned normally on the same system as system was still able to be used with no delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a collimator unknown error, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.